Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Pump was reset to resolve the issue. In addition, it was reported that the pump battery was not charging as "quickly as it normally does." Customer continued using the pump for insulin therapy.